Manufacturer narrative:
Follow up information was requested, but no new details have been provided as of 01/05/2018.

Event description:
It was reported to an invuity representative on (B)(6) 2017 that during a battery replacement of an ICD the insulation of a lead was accidentally melted.